Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after receiving a low power alert, customer plugged pump into a "power bank" to charge battery. While charging the pump shut off unexpectedly. Customer turned pump on and after resetting pump, battery displayed as fully charged. Customer¿s blood glucose level was over 180 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Correction: b3 correction: b3.